Event description:
Left inguinal hernia surgery (B)(6) 2001 in which mesh was put in my left groin area. I have been complaining of groin pain since this surgery. (B)(6) 2006, I had a blood clot in my left leg for unk reasons. (B)(6) 2007, blood clot left leg and lungs. Blood work up was remarkable. I feel like the mesh is the cause of my blood clots.